Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Preliminary analysis did not reveal any irregularities.

Event description:
Reportedly, the subject device was interrogating on (B)(6) 2017 prior to the implantation procedure and revealed a battery impedance value of 0.53kohm. After implantation procedure, another interrogation was performed and revealed a battery impedance value of 1.53kohms. On (B)(6) 2017, the device was interrogated and the battery impedance displayed by the programmer was 1.25kohms and the time to rrt displayed by the programmer was 2 years 8 months (min: 1 year 11 months). The ventricular threshold was measured 2.5 v/0.35 ms and 2.0 v/1.0 ms. As the patient had no spontaneous rhythm, the ventricular output was reprogrammed to 7.5 v/0.35 ms. Then, time to rrt was shortened further to 16 months (min: 12 months). The next pacemaker check is scheduled for (B)(6) 2017, and it is planned to perform a re-intervention to re-fix the ventricular lead if the ventricular threshold has not improved at that time. As the pacemaker may also need replacement in that re-intervention if there is no improvement in the remaining battery life at that time, an urgent analysis is requested for whether the pacemaker can still be used.

Event description:
Reportedly, the subject device was interrogating on (B)(6) 2017 prior to the implantation procedure and revealed a battery impedance value of 0.53 k ohm. After implantation procedure, another interrogation was performed and revealed a battery impedance value of 1.53 k ohms. On (B)(6) 2017, the device was interrogated and the battery impedance displayed by the programmer was 1.25 k ohms and the time to rrt displayed by the programmer was 2 years 8 months (min: 1 year 11 months). The ventricular threshold was measured 2.5 v/0.35 ms and 2.0 v/1.0 ms. As the patient had no spontaneous rhythm, the ventricular output was reprogrammed to 7.5 v/0.35 ms. Then, time to rrt was shortened further to 16 months (min: 12 months) on (B)(6) 2017, a re-intervention was performed to re-position the ventricular lead. The device interrogation revealed a battery impedance value of 0.24 k ohms. Pre-procedural x-ray examination revealed that the lead body had been pulled upward due to the patient's superior vena cava, which was highly curved. During the re-intervention, the ventricular lead was re-positioned with satisfying measurements.